Event description:
It was reported that the patient presented for generator change with a known trend of increased pacing and defibrillation impedance. The lead was capped and replaced on (B)(6) 2022. The patient was stable.